Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed a year remaining longevity and then emitted beeping tones thereafter. Boston scientific technical services (ts) discussed nominal longevities and referred patient to the physician. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects were reported.